Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (performance issue) has been confirmed. As received, the battery was contaminated. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a battery had a performance issue.